Manufacturer narrative:
Screw retracted when dialed and jammed when trying to dial after 3 bolus. The dose button was removed. A high amount of dust/debris was observed under the dose button and/or on the dose detent. The patient complaint of the resistance when dialing passing number 3 on the dial was confirmed.

Event description:
Information received by medtronic indicated that the inpen pump had screw anomaly. Customer stated that screw was not moving correctly and felt like it got stuck. No harm requiring medical intervention was reported. The inpen pump will be returned for analysis.